Event description:
It was reported that the pump displayed motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal on the plunger case removed. The top case on top right, both bottom left and right corner were found cracked as well as the bottom case at l bracket area. A review of the event history log found evidence of motor rate error in the history. Functional testing using the occlusion test was performed and during testing, motor rate error was not duplicated. The root cause of this intermittent problem was unable to be determined. The stepper motor, leadscrew and clutch halves were replaced as a preventive measure and the whole motor assembly was cleaned and greased.